Event description:
It was reported that after unremarkable pli values upon implant, post-op check showed alert on the fastpath summary and unacceptably high values on the screen for all leads. There was no delivery of patient notifier. Hvlic values were not affected. Device remains implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and reporting criterial going forward.